Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was "still having problems" with their equipment. They mentioned intermittently getting messages when trying to use the handset but during the call the patient's personal therapy manager (ptm) worked as expected. The percentage lags on the 91% for 2-3 mins/telemetry issues when they are trying to deliver a bolus. An email was sent to repair for replacement. It was recommended to follow up with their healthcare provider (hcp) for additional troubleshooting if issues persist. No patient symptoms reported.